Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 39mg/dl and low blood glucose treated with food. The customer¿s current blood glucose level was 157mg/dl .customer had issue with her sensor .troubleshooting was performed for sensor .the product was not returned for analysis.